Event description:
Abbott diabetes care (adc) received an email from a FDA consumer complaint coordinator, atlanta district office, which reported the following information: a customer had reported 3 adc devices, which were described as defective. It was found that the customer had previously reported these issues, with two of the devices, to adc, reporting of "sensor ended" message on day of application and an unspecified error message. The customer did not report of any adverse event or third-party intervention required, due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via FDA consumer complaints coordinator, and has been reported to FDA. Sensor 3mh00h1q1gd has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). Cracked sensor neck was observed on the sensor plug assembly upon visual inspection. The sensor was reprogrammed to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture. All results were within specification. The passing of sim vivo testing indicates that the cracked sensor neck did not impact the sensor's ability to generate accurate glucose readings, and sensor state 5 indicates normal sensor termination and full wear by user. Therefore, the cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Issue is not confirmed. The date the incident occurred is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.